Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 06-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2009 for birth control. Consumer stated she is mother of two and had recently had a complete hysterectomy due to complications of the device. She reported the device was a defective product and it needs to be pulled from the market so that no more women will suffer from debilitating pelvic pain and a list of numerous side effects that include but not limited to neurological symptoms such as migraines; speech problems; vision changes; depression and anxiety and a general feeling of being unwell. She stated as being poisoned or losing your mind because health care professionals were having a hard time diagnosing the specific problem, and then to find out that it is all being caused by the implants and the materials that they are made of. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she had debilitating pelvic pain. She had recently undergone a complete hysterectomy due to essure complications. The event debilitating pelvic pain is listed in the reference safety information for essure. In this particular case, the consumer stated that essure should be pulled from the market so no more women will suffer from debilitating pain. It was assumed that she was also referring to herself. Although no dates were provided, but it is implied that it occurred during essure use. Considering the compatible implied temporal relationship and lack of alternative explanation, the pelvic pain is assessed as related. This case is regarded as incident since a device removal was required (implied). Other non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(4) female consumer who had essure (fallopian tube occlusion insert) inserted and she had debilitating pelvic pain. She had recently undergone a complete hysterectomy due to essure complications. The event debilitating pelvic pain is listed in the reference safety information for essure. In this particular case, the consumer stated that essure should be pulled from the market so no more women will suffer from debilitating pain. It was assumed that she was also referring to herself. Although no dates were provided, but it is implied that it occurred during essure use. Considering the compatible implied temporal relationship and lack of alternative explanation, the pelvic pain is assessed as related. This case is regarded as incident since a device removal was required (implied). Other non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Internal correction on 24-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.